Event description:
A customer reported to beckman coulter, inc (bec) that a yellow foamy liquid leaked from the right side of the coulter hmx hematology analyzer onto the floor. The operator was wearing gloves, a lab coat, and goggles at the time of the event. There was no exposure to mucous membrane or open wounds. The operator did not seek medical attention. Msds was not reviewed, but the facility has an exposure control plan. No patient results were affected. There was no death, injury, or change to patient treatment associated with this event. The field service engineer (fse) found tubing in pinch valve pv49 was leaking. The engineer replaced tubing in pvs 49 and 42. Several shut down and startup cycles were run without any leaks and samples without errors. Service activity performed is verified per the specified requirements per established procedures, and the results met the published performance specifications. Pv49 is at the vacuum path from the probe wipe to waste chamber. The probe wipe contains blood and diluent during operation and cleaning agent at shutdown. The cause of the leak was faulty tubing at pv49.

Manufacturer narrative:
(B)(4).